Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has to prime or rewind more than once to get the insulin pump to respond. The customers blood glucose level was unknown at the time of incident. Customer reported reservoir area is chipping pieces of plastic away every time the patient changes the set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill or rewind anomaly noted during testing. Device had cracked reservoir tube lip (no broken), the test reservoir locked in place properly and no anomaly noted. (B)(4).